Event description:
Device malfunction: stuck device. Time of malfunction: after vessel closure. Symptoms/ae: none. It was reported that a trained physician achieved arteriotomy closure using the starclose device after an interventional procedure. Reportedly, after the clip was fired the device could not be removed from the pt. The device was surgically removed successfully. There were no reported adverse pt effects. Though requested, additional info was not provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.